Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on 12/26/2013 for investigation. Evaluation of the returned platform found cosmetic issues with the device which may effect the performance and reliability.

Event description:
It was reported that during a device check, the autopulse platform did not start. No patient involvement was reported. No further information was provided.